Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system reported that the drawer was not detected on the bus and the drawer was not physically closing. The field service engineer (fse) found that all pockets in main station drawer 4.1, a row, were not detected on the bus. The fse removed the drawer from the station and inspected the rear drawer components. All cable connections were reset, and the drawer was reinstalled into the main station chassis. The pyxis bus cable was reconnected, and the station was restarted. Due to a lack of wireless network access and slowness with remote smart service, the fse was initially unable to retrieve the care fusion network administrator password. After several attempts using a laptop connected to the hospital¿s private network, the fse successfully retrieved the administrator password. The fse was then able to log into the hardware testing application and complete the required diagnostic testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus, and the drawer was not physically closing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.